Event description:
The surgeon measured a 36mm space and selected the implant. The implant was in the collapsed position when the insertion was initiated. However, the implant required considerable impaction to advance it to position. The set screw was disabled during impaction. The surgeon finally replaced the 1889-01-028 with a 1889-01-025, and it seemed to provide satisfactoriy results. There was a one hour delay to the surgery.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.